Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced an occlusion alert and noted that blood glucose levels had been steadily rising, reaching approximately 230 mg/dl. The patient stated that insulin delivery had already been resumed in response to device notifications and that a usual meal announcement was made without eating in an attempt to correct the elevated blood glucose. Information was provided regarding possible causes of elevated blood glucose, and the patient was advised to change supplies if elevated levels continued and to avoid using meal announcements to correct high blood glucose. The patient declined further troubleshooting at that time. The patient later contacted support again reporting additional occlusion alerts. A complete supply change was recommended due to the recurrence of the issue. The patient did not wish to remain on the line and stated they would change supplies and call back if blood glucose levels did not improve. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.